Event description:
Md noticed that the fiber wire was weak and was going to break if used. If the fiber wire had been used there was potential that the fiber could have broken off inside the patient. Md opened a new fiber wire to complete the procedure.